Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the blood detected alarm is showing on display when patient was connected. The fse stated that after checking unit, there was no blood found anywhere within the unit. The unit passed functional and safety tests and was handed back to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that while the patient was connected to the cs100 intra-aortic balloon pump (iabp) displayed blood detect alarm within the first 5 mins of therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.